Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely calcified and tortuous lesion exhibiting 90% stenosis located in the proximal left anterior descending artery(lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated 4 times at 8 am for 6 seconds. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion due to lesion calcification. Upon removal of the stent from the patient deformation was noted with burrs observed at the distal end of the stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.